Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The reported information indicated that the balloon burst longitudinally below rate burst pressure. The device was being used in the peroneal artery and burst upon reaching 14 atmospheres. The procedure was completed using a competitors¿ coronary balloon. A section of the device did not remain in the patient¿s body, no additional procedures were required and there were no adverse effects to the patient.